Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reader battery got hot and the area around the power cord was blackened. No troubleshooting was taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.